Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became stuck down. During troubleshooting with tandem technical support, the pump was inadvertently turned off due to the button being stuck down and plugged into a power source. Subsequently, when the pump was turned back on the customer received a button alarm. Customer had elevated blood glucose levels (275 mg/dl). Customer delivered manual injections to stabilize blood glucose levels.